Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The supplier performed this evaluation and during the evaluation, it was noted that the bar code label with the serial number was missing. (B) (4) a review of the quality records was conducted and prior to distribution, this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations were noted: the sealant is lifting at the back and side of the case. The bar code label (with serial number) is missing. There is suture attached to the catheter, and the catheter is kinked 1 cm from the case. The device failed the noise test - reading was .70 mmhg. It should be .35mmhg. Other testing was not completed. Based on the above evaluation, the supplier was unable to determine the cause of the failure, but the performance failure could possibly be attributed to electrical static discharge exposure. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Customer complained that the pt was moved from the operating room to the ICU and microsensor displayed abnormal values. As a result, the device was revised. Monitor and cable were changed. Device was used with a marquette monitor.